Manufacturer narrative:
Batch records, final product and qc records were reviewed for lot cov1120199. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. Test results of retention samples from cov1120199 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). Test did not produce result. Questioned user on test procedure, but could not identify user error.